Manufacturer narrative:
(B)(4)

Event description:
It was reported via a phone call from the customer that the dilator had broken during insertion in the jugular vein. The sheath and the dilator were removed together and a new sheath was used successfully. There was a delay/ interruption in therapy with no cause harm to the patient. The event occurred in the radiology department.

Manufacturer narrative:
(B)(4). Returned for evaluation was a sheath and dilator with its original tyvek pouch. Dried blood was noted on the body of the sheath. The dilator hub was received broken off from the dilator body. The dilator hub was not returned with the device. The dilator tip appeared typical. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the dilator hub separating is confirmed. The dilator hub was broken off from the dilator body. The dilator hub was not returned with the device. A non-conformance was previously initiated to investigate the cause of the breaking and separation of the dilator hub from the dilator body. The root cause of the separation is undetermined.

Event description:
It was reported via a phone call from the customer that the dilator had broken during insertion in the jugular vein. The sheath and the dilator were removed together and a new sheath was used successfully. There was a delay/ interruption in therapy with no cause harm to the patient. The event occurred in the radiology department.